Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing extreme lows and highs and "called ambulance last night but did not go to hospital." Customer declined to troubleshoot with tandem technical. Therefore, no additional information was provided.